Manufacturer narrative:
Analysis of the lead found no significant anomaly. Visual inspection found fluid consistent with body fluids in the lead. Each conductor is individually insulated so there was no impact on the lead or lead performance. Electrical testing determined that continuity was complete and there were no electrical shorts between the circuits. Other applicable components are: product ID: 924256, lot# 082215416a, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: additional review indicates this event should have been reported for malfunction not serious injury. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the impedance was normal with the new lead.

Event description:
A manufacturer representative reported that during a surgery, the resistance was found to be too high. The physician had to explant the device and replace with a new one to complete the surgery successfully. The consumer¿s current status was well. No symptoms were reported. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.